Event description:
This complaint was created due to the receipt of a medwatch report (mw5117017) on 2may23. The current complaint database has been researched for this event and there were no findings. The report was found to be written against ias12-100lpi, airseal 12/100mm lpi port. It was stated that the device was being used during an unknown robotic procedure that occurred on (B)(6) 2023. The report stated, ¿during robotic operation small piece of plastic (sound cap valve) not to have fell off from device related to air seal port / piece of plastic was noted to fall into abdominal cavity of patient. This small piece of plastic was retrieved to 1st assist while md was at robotic control.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The fragment was retrieved from the patient. No further questions could be asked as the reported requested to remain anonymous to conmed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. The device history record review was not conducted because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 42 complaints, regarding 51 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove the obturator from the cannula at this time. Note: if using the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5117017) on (B)(6)2023. The current complaint database has been researched for this event and there were no findings. The report was found to be written against ias12-100lpi, airseal 12/100mm lpi port. It was stated that the device was being used during an unknown robotic procedure that occurred on (B)(6) 2023. The report stated, ¿during robotic operation small piece of plastic (sound cap valve) not to have fell off from device related to air seal port / piece of plastic was noted to fall into abdominal cavity of patient. This small piece of plastic was retrieved to 1st assist while md was at robotic control.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The fragment was retrieved from the patient. No further questions could be asked as the reported requested to remain anonymous to conmed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.